Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure noticed that one of the haptic of the lens was broken. The procedure was completed with another unspecified lens on same day without any harm to the patient and there was no patient contact. Additional information has received it states that the issue is with the leading haptic.